Event description:
It was reported that the cic locked up and was no longer functional. At the time, both telemetry and bedside patients were being monitored on this single cic. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.